Event description:
It was reported that the 9600 system physicist discrepancy of the high level fluoro exceeds 20 r/min, the field size is too large, and poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The high level fluoro, image intensifier, and the camera focus were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.